Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17603550/17279173, description: next generation anchor kit-sterile. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an ongoing sensitivity in the area of the generator shortly after the cervical leads were added to the system. The physician examined the wound site, noted an unusual appearance of infection at the tip of the patient¿s leads, and immediately determined that the entire system needed to be explanted. The patient had been on a cycle of antibiotics as a precaution but the suspected infection was still progressing. The patient underwent an explant procedure. No device malfunction was suspected. The physician planned on sending the patient for magnetic resonance imaging to rule out infection in the epidural space and admitting the patient in the hospital for intravenous antibiotics.